Event description:
It was reported that an alert was triggered due the related pacemaker's minute ventilation (mv) sensor being disabled by the signal artifact monitor (sam). This right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms, and oversensing of noise. The stored electrogram shows ventricular noise at the time of the sam episode, and high, out of range impedances. Additional stored non-sustained ventricular tachycardia events demonstrate rv lead noise. Technical services were consulted and upon further review, it was also determined that the over sensed ventricular noise resulted in pacing inhibition. Further in office review of the lead was recommended. It was noted that the mv sensor remains disabled; however, the accelerometer feature remains programmed on for rate responsive pacing. The lead measurements are stable, and the battery status is ok. No adverse patient effects were reported. This lead remains implanted and in service.

Event description:
It was reported that an alert was triggered due the related pacemaker's minute ventilation (mv) sensor being disabled by the signal artifact monitor (sam). This right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms, and oversensing of noise. The stored electrogram shows ventricular noise at the time of the sam episode, and high, out of range impedances. Additional stored non-sustained ventricular tachycardia events demonstrate rv lead noise. Technical services were consulted and upon further review, it was also determined that the over sensed ventricular noise resulted in pacing inhibition. Further in office review of the lead was recommended. It was noted that the mv sensor remains disabled; however, the accelerometer feature remains programmed on for rate responsive pacing. The lead measurements are stable, and the battery status is ok. No adverse patient effects were reported. This lead remains implanted and in service. Additional information: a request was submitted to the field representative to obtain additional details regarding the status of this event. The field representative indicated that no direct intervention has been performed at this time. The patient remains on latitude (remote monitoring) which shows no further lead noise since the minute ventilation has been disabled. The daily measurements show stable lead impedance. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.